Event description:
The customer reported that the 840 ventilator had a blank display while in use on a pt. There was no pt harmed or injuries as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.